Event description:
It was reported that during a vats procedure, the device would not open after firing. The surgeon pulled the manual release trigger several times, but the closing trigger would still not open. The surgeon then struck the release button with a hammer and the jaws of the device opened. Staple formation was good. It is not known how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/30/08. Info anticipated, but unavailable at this time.